Event description:
The first blood gas on cardiopulmonary bypass came back with a low po2 of 130 mmhg and a pco2 of 50 mmhg. The blood gas was repeated with results of lower po2 (85 mmhg) and pco2 of 45 mmhg. Bloody foam was noticed in the gas outlet of the oxygenator. The surgeon was notified and the oxygenator was changed out. Cardiopulmonary bypass was re-instituted with no further problems and good blood gas results. Patient was doing well, extubated with no evidence of complications as of april 2002.